Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to the manufacturer's policy. Patient weight was not obtained. The information was unavailable. Attempt to obtain the omitted patient information was made in person. All reasonably known patient information is included in this report. Additional information obtained from the customer indicated no damage was observed during prep. Resistance was encountered both inside and outside the patient's body on the second pass using the device. The tip of the device was observed to be stuck on the guidewire resulting in removal of the catheter and wire as a system with no harm to the patient. No tests/laboratory data was available. The UDI number is not applicable to this device as it was manufactured prior to 09-24-2016. The implant or explant dates are not applicable to this device. Visual and microscopic inspection were performed on the returned device. The ivus catheter was returned with a third-party guide wire stuck to the device. Approximately 10 mm of the floppy tip was separated from the device and remained on the guide wire. The distal shaft segment under the esl was partially twisted and stretched approximately 11 mm pass the distal end of the esl. The esl was also appeared to be stretched. The scanner body was detached from the esl but remain intact with the distal shaft. In addition, the microcable within the esl was severed, and the separated piece remain attached to the weld legs. All pieces of the device were present. Small amount of sanguineous residue was observed on the distal end of the esl and the stretched section of the distal shaft. The third-party guidewire remained stuck with the device. The probable cause of the reported damage is excessive strain on the floppy tip as the user pulled back the device during the procedure. It is likely that the user attempted to continue pulling back the device even when resistance was felt and before removing the entire system. Per the IFU, "if resistance is encountered during pullback, remove the entire system (guide wire, ivus catheter, sheath/guide catheter) at the same time." Strain, impact, and forces associated with use can affect the integrity of the device. It is not possible to conclusively determine when and how the damage occurred. Per the instructions for use (IFU): the catheter device is a delicate scientific instrument and should be treated as such. Always observe the following precautions: · protect the catheter tip from impact and excessive force. · do not advance the guide wire against significant resistance. If binding occurs between the catheter and the guide wire while inside the patient, carefully remove both the wire and catheter and do not use. If binding occurs outside of the patient, remove the catheter and do not use. · if resistance is encountered during pullback, remove the entire system (guide wire, ivus catheter, sheath/guide catheter) at the same time. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis.

Event description:
It was reported during a therapeutic peripheral procedure, the customer reported the device encountered resistance from the wire during pull back and the tip of the device was separated while still attached to the wire. The user removed the wire and the catheter [as a system] and continued the procedure without using ivus after rewiring the vessel. There was no harm to the patient. Patient was discharged as expected in good condition. Vessel: sfa cto calcified. The event is being reported because the separation occurred during the procedure. There is a potential for harm if the event were to recur.